Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the set separated during patient use. The nurse was preparing the patient for transfer from the chair to the bed and was tracing the lines from the pump module to the patient when they noted the line was separated at the lowest y-port. The last section of the set was still attached to the IV port. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. Examination under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation, where fluid was leaking. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported the set separated during patient use. The nurse was preparing the patient for transfer from the chair to the bed and was tracing the lines from the pump module to the patient when they noted the line was separated at the lowest y-port. The last section of the set was still attached to the IV port. There was no patient harm.